Manufacturer narrative:
A return authorization number linked to this event was sent to the field representative along with a shipping label and tracking number. The representative had inadvertently packaged the complaint device in with other devices that were being returned due to normal wear and tear (normal end of life) under a different tracking number/return authorization number. As a result, the device was scrapped as it was inadvertently associated with the other devices that were returned due to normal wear and tear. Therefore, the device could not be evaluated. Feedback was provided to the field representative regarding proper usage of return authorization/tracking numbers associated with the complaint record.

Event description:
It was reported during the procedure, the primary guide was released from the plate and extracted from the surgical site to find the compression shuttle/ hook was broken and still embedded in the back of the plate. The broken piece was removed from the surgical site without delay. The procedure was completed with three other primary guides. And there were no adverse consequences to the patient. This report is related to report number 3025141-2023-00046 for the plate involved in this event.